Event description:
A patient reported an issue where they were required to charge the pump every day and encountered a high-altitude alert that prevented the acceptance of a new cartridge. There was no adverse impact on the patient¿s blood glucose level. Technical support assisted by advising a hard reset of the device, and the patient declined further troubleshooting.